Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the rail suture end was cut and the suture knot was properly formed. This is consistent with successful needle deployment and suture retrieval; therefore, inconsistent with the reported cuff miss. Analysis of the returned device indicated that the suture was pulled out of the artery while the knot was being advanced to the arterial surface to close the access site. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the analysis, reported information and inspection criteria, the device functioned as intended and delivered the suture. No product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after percutaneous transluminal angioplasty of the superficial femoral artery. Reportedly, a cuff miss occurred. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.